Event description:
During hip resurfacing procedure, zimmer holman retractor was removed from the soft tissue and retractor tray to be used. Tip of holman broke off. Surgeon and resident continued on with the sugery and the tip was later removed from the patient prior to closing of surgcal site